Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that a proximal pressure autozero alarm error occurred when the device ran for more than twenty minutes. It was reported that there was no patient involvement at the time the issue was discovered. The biomed additionally informed the remote service engineer (rse) that prior to this issue, the flow sensor assembly was recently replaced. The rse instructed the biomed to check the pin alignment from the solenoids to the data acquisition (da) printed circuit board assembly (pcba). While on the phone with the rse, the biomed also noticed that some of the solenoid pins were not in the connecter. The biomed informed the rse that the da pcba will be reconnected for proper connection. Investigation is ongoing.